Event description:
It was reported that the hospital received the shipping tube cracked and the packaging damaged.

Manufacturer narrative:
We received a brown cardboard tube torn and crushed with a broken catheter gray shipping tube inside. The catheters gray shipping tube was broken in half near the clear adaptor. The outer cardboard tube was also torn and crushed and had tape around the damaged area. The damaged gray shipping tube appeared to have occurred during the shipping process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.